Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use but prior to reaching patient with 3 bd maxzero¿ multi-fuse extension set with needleless connector leakage occurred. The following information was provided by the initial reporter: leaking , had to change triphuse 3x in a shift due to leakage after filter before fluids reaching patient.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of several instances of the trifuse separating after the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9270 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that during use but prior to reaching patient with 3 bd maxzero¿ multi-fuse extension set with needleless connector leakage occurred. The following information was provided by the initial reporter: leaking , had to change triphuse 3x in a shift due to leakage after filter before fluids reaching patient.